Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02762. It was reported the patient is not receiving effective pain relief from her scs system. A sjm met with the patient and a system diagnostics did not show any anomalies. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.